Event description:
Information was received from the physician indicating that the patient passed away (B)(6) 2016. The patient had respiratory issues earlier on the day of death and passed away later in their sleep. A battery life calculation was performed and indicated that 0.1 year were remaining on the patient's generator as of 06/01/2016. The last known diagnostics were within normal limits. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. No other relevant information has been received to date.